Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, with large deep capsular folds.

Event description:
Healthcare professional reported right side " with large deep capsular folds", "abundant peri-prosthetic fluid " and "bilateral changes of capsular contracture" baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: - observed creases in the device - white capsular contracture observed in the device - deformation device additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right side " with large deep capsular folds", "abundant peri-prosthetic fluid " and "bilateral changes of capsular contracture" baker grade IV. The device has been explanted and replaced.